Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 sensor. A customer reported not being able to configure the sensor alarm and the sensor failed to alarm and as a result, experienced symptoms described as ¿lack of air, decreased movements, and language difficulty¿. The customer was unable to self-treat and received glucagon injection as treatment from a third party. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed and no physical damage is observed on sensor patch. Sensor plug was properly seated in the mount. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode was observed. Set the low and high glucose thresholds in the reader¿s alarm settings. Activated sensor with a known good reader and performed linearity test. Low and high glucose alarms were successfully activated. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Smartphone compatibility with the use of freestyle librelink and the xiaomi mi 10 device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. The exact date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 sensor. A customer reported not being able to configure the sensor alarm and the sensor failed to alarm and as a result, experienced symptoms described as ¿lack of air, decreased movements, and language difficulty¿. The customer was unable to self-treat and received glucagon injection as treatment from a third party. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue of missing low/high alarm was reported with the freestyle libre 2 sensor. A customer reported not being able to configure the sensor alarm and the sensor failed to alarm and as a result, experienced symptoms described as ¿lack of air, decreased movements, and language difficulty¿. The customer was unable to self-treat and received glucagon injection as treatment from a third party. No further information was reported. There was no report of death or permanent impairment associated with this event.